Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "constant alarm after the pump had started infusing during product evaluation" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a motor separated from gearbox. The motor was replaced in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has not been previously sent to baxter for service of a reported condition of a "constant alarm."

Event description:
The baxter service technician reported finding a infusor pump which experienced a constant alarm after the pump had started infusing during product evaluation, interrupting delivery. There was no patient involvement. No additional information is available.